Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient with a ruptured aortic aneurysm underwent an endovascular aneurysm repair (evar) in 2016. It is reported there is main body limb occlusion. Additional information regarding the deice product number/device name, lot number, patient demographics, patient outcome, and imaging has been requested but not provided at this time.

Event description:
No additional information has been reported since the submission of the initial report on 04/13/2018.

Manufacturer narrative:
(B)(4). Evaluation / investigation: the rpn and lot number for this device was requested but not provided. Imaging of the event has been requested but not provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed including a review of the instructions for use and quality control data. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. There is no evidence to suggest that the device was manufactured out of current specifications based on the information provided. With the information provided, a definitive root cause cannot be established. At this time, genetic predisposition, patient anatomy, disease progression, user technique, improper sizing, improper graft overlap, external compression, and device failure cannot be ruled out as possible causes for this complaint. Further information and imaging would aid in determining the cause for this event. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded that no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.